Event description:
Vanishpoint 1 ml syringe has some dark black/brown discoloration inside of syringe where it should be white, concern for possible fungal growth or other contamination. FDA safety report ID # (B)(4).